Event description:
The customer obtained (B)(6) vitros anti-hav igm results from two different patient samples considered (B)(6) using two different vitros eciq systems. The following results were obtained: eci system #1: (B)(6). Eci system #2: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported from the laboratory. The affected results were identified prior to reporting due to (B)(6) vitros ahav total results obtained from the two patient samples. There was no report of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that (B)(6) vitros anti-hav igm results were obtained from two different patient samples considered (B)(6) based on the vitros ahav total results obtained from the same patient samples while using two different vitros eciq systems. The investigation could not determine a definitive root cause. Additionally, an unknown sample interferent cannot be ruled out as a contributing factor. There is no evidence that an instrument or reagent related issue contributed to the event with the information provided. Investigation is ongoing.